Event description:
Port was placed in four years ago from cath lab vascular surgery from another facility. Last appointment with infusion nurses, they were unable to draw blood and instead saw some swelling in the area. Port removed in the outpatient setting noting it was broken (cut) about an inch from the port. Device information from the chart: port power injectable xcela dual lumen plastic 9.6 pre-attac port power injectable xcela dual lumen plastic 9.6 pre-attac navilyst_medical_inc.